Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to seizures. Nevro attempted to obtain a physician assessment regarding the nature of the symptoms, but none was available. It was noted that the patient had a history of seizures prior to implant.